Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device had issues with the loading or firing of the clips. The clips were able to load properly into the jaws and the clips fell and were retrieved from the patient's cavity. To resolve the issue and in order to complete the case, a new clip applier was opened. There was no patient injury.